Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 547 mg/dl. It was stated that the customer was admitted for seizures caused by the high blood glucose. Troubleshooting was performed. The insulin pump did not turn on, and it had a blank display. Advised the nurse to remove the battery and let the pump rests. The nurse called back and requested a replacement of the insulin pump. The nurse stated that the battery was removed overnight. Advised the nurse that the customer should call back to complete troubleshooting on the device. No further info was performed.